Event description:
It was reported that the patient is experiencing pain in his right hip. Patient is reporting that bending over is problematic. Patient is also experiencing difficulty entering his car.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.